Event description:
Per maude report# (B)(4), nine months following an uneventful novasure endometrial ablation the pt experienced "painful cramping and hematometra". The pt complained of "post ablation post ligation syndrome" as well as unilateral pain during menstruation. "Pt believes that the right ligated fallopian tube burst, causing severe pain followed by fever for 4 hrs. Pt is currently experiencing abdominal pain on the left side." We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. (B)(4) - hematometra & post ablation tubal sterilization syndrome. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Identification numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. If add'l relevant info is rec'd, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: pts who undergo endometrial ablation procedures who have previously under gone tubal ligation are at increased risk for developing post ablation tubal sterilization syndrome which can require hysterectomy. This can occur as late as 10 yrs post procedure. (B)(4).